Manufacturer narrative:
The ge service rep attempted to read just the collimator iris pot. Unit performs as intended upon completion.

Event description:
The customer reported the system was displaying errors with the iris pot.